Event description:
As reported, during a hernia repair procedure, the nurse found a hair in the inner packaging of the 3dmax light. It was reported that the mesh was replaced, and another hernia repair patch was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
As reported, there was a hair in the 3dmax light mesh inner packaging. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds there to be a foreign material (hair like, black in color) visible on the 3dmax light mesh inside the clamshell tray as reported. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Awareness notification was provided to all appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hernia repair procedure, the nurse found a hair in the inner packaging of the 3dmax light. It was reported that the mesh was replaced, and another hernia repair patch was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
As reported, there was a hair in the 3dmax light mesh inner packaging. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.